Event description:
It was reported that a homechoice device experienced a high drain 104 alarm. This alarm indicates that the patient has drained more than 200% of their maximum prescribed fill volume. This occurred while the patient was connected for continuous cycling peritoneal dialysis (ccpd). The patient reported that his maximum prescribed fill volume was 2500ml and the patient had drained 5018ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Electrical and functional testing passed with no issues. External and internal visual inspections did not identify any abnormalities. Leak and pressure testing were performed with no issues noted. A short simulated therapy was completed successfully. The sample evaluation determined that the device performed within specification. Review of the event logs confirmed the reported high drain alarm and the reported fill and drain volumes. The cause was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.